Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that patient had been on therapy for over 24 hours on the arctic sun device. Patient met target temperature of 37c and had 5 more hours left under normothermia according to the nurse. Patient temperature was 37.1c, water temperature was 19.9c and flow rate was 1.3lpm. Patient had been spiking fever off and on. The device was getting an alert 02 (low flow). System diagnostics showed that outlet monitor temperature (t1) was 25.3c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1.3lpm, inlet pressure was -7psi, circulation pump command was 38 percent, mixing pump command was 0 percent, heater command was 0, water reservoir level was 3 bars, system hours were 2912.4 and pump hours were 2734.4. All lines were straight no bends or kinks and device had good airflow to the back. Mss walked through disconnecting and reconnecting the pads verifying audible clicks with each attachment. Flow rate went from 2.8lpm to 0.6lpm and then stabilized at 1.4lpm. Patient therapy had no issues with flow until now. Nurse noted they did turn patient before flow rate issues arose. Mss noted that patient position could play into flow as well as potentially tubing getting kinked therefore causing decrease in flow rate. The device was maintaining patient temperature and appeared to be working correctly. Mss advised to keep an eye on flow rate if it decreases more or new alerts or alarms occurred. Patient only had 5 hours remaining on therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient had been on therapy for over 24 hours on the arctic sun device. Patient met target temperature of 37c and had 5 more hours left under normothermia according to the nurse. Patient temperature was 37.1c, water temperature was 19.9c and flow rate was 1.3lpm. Patient had been spiking fever off and on. The device was getting an alert 02 (low flow). System diagnostics showed that outlet monitor temperature (t1) was 25.3c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.4c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 1.3lpm, inlet pressure was -7psi, circulation pump command was 38 percent, mixing pump command was 0 percent, heater command was 0, water reservoir level was 3 bars, system hours were 2912.4 and pump hours were 2734.4. All lines were straight no bends or kinks and device had good airflow to the back. Mss walked through disconnecting and reconnecting the pads verifying audible clicks with each attachment. Flow rate went from 2.8lpm to 0.6lpm and then stabilized at 1.4lpm. Patient therapy had no issues with flow until now. Nurse noted they did turn patient before flow rate issues arose. Mss noted that patient position could play into flow as well as potentially tubing getting kinked therefore causing decrease in flow rate. The device was maintaining patient temperature and appeared to be working correctly. Mss advised to keep an eye on flow rate if it decreases more or new alerts or alarms occurred. Patient only had 5 hours remaining on therapy.